Event description:
Report received from a physician regarding a pt, with a medical history significant for an allergy to penicillin, who received injections of hylaform in 2005 to the nasolabial folds. Cosmoplast was injected into the vermillion border on the same visit (no problems in this area). Approximately 1 month after treatment, the pt experienced swelling, firmness and tenderness to the touch in the nasolabial fold treatment areas. Elidel (topical cream) and zithromax were prescribed as treatment. The pt was also being treated for perioral dermatitis (onset date and treatment type not provided) which the physician stated had no relationship to hylaform. At the time of the report, the pt had not yet recovered.